Event description:
It was reported that faradrive steerable sheath clear was selected for use. It was mentioned that air leak was noted. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.